Manufacturer narrative:
Neither ventilator serial number nor customer info is available. Therefore, further investigation cannot be performed. The info is added to the database for trending purposes.

Event description:
Found report number (B)(4) during maude search stating "ventilator alert alarm sounded. Rn called respiratory therapist to inform. Rn bagged pt while respiratory therapist removed and replaced ventilator. Ventilator was not providing ventilation."